Event description:
It was reported that after 2 weeks of insertion, when the customer was changing the gauze, the catheter was observed to be cut 1 cm from the bottom of the proximal lumen hub. It was further stated that the customer did not add much tension to the catheter. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for eval.